Event description:
The customer contact reported that, the pump did not sound an audible alarm tone. The pump was returned to the biomedical engineering department with an unsigned note that stated, "does not beep when plugged in." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone while on the low volume setting. This was due to a short in the piezo buzzer due to deterioration of the buzzer's silver coating that created a silver bridge between two pins. The silver bridge was caused by contamination.